Manufacturer narrative:
Additional product component: model number/catalog number: 720185-01, serial number: null , batch/lot number: 1000072647. Model/catalog description: reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced inflation issues due to fluid loss possibly in the cylinder that was due to the cylinder being punctured during closure during the procedure with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.